Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that an animal underwent tubular grafts procedure on carotid arteries and suture was used. The suture broke post op at the sutured site of the graft.